Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun

Manufacturer narrative:
A lead tip stiffness test was peformed and found to be within specification.

Event description:
It was reported that the lead exhibited a decrease in r-waves. The lead had moved deeper into the pericardium. When the pocket was re-opened, blood was noted inside the lead insulation. The lead was explanted and replaced.